Event description:
The patient experienced a csf leak following a catheter revision (see manufacturer's report # 3004209178201002762). An epidural blood patch was done. The patient outcome was reported as "no injury". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).